Event description:
The account reported the head end bed collapses. The account reported there was a pt on the bed when the head section collapsed. The bed was taken out of service and located in storage at the facility when the issued was reported. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech investigated and found the right hand pivot is broken from the head deck. The tech stated the account could have possibly had a pt on the bed over the maximum weight threshold of the bed, but this cannot be confirmed. No further info is available on the repair of the bed at this time. The investigation is ongoing, however, if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.